Event description:
It was reported patient had a revision of left knee due to infection. Doctor did a poly swap and wash out .

Manufacturer narrative:
Catalogue number unknown at this time. Device description reported as an unknown poly catalog # 72-0710.an evaluation of the device cannot be performed as the device was not returned to the manufacturer. Additional information has been requested. Should additional information become available it will be reported in a supplemental report upon completion of the investigation.